Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported that a glaucoma filtration shunt was explanted due to deficiency of intraocular pressure (iop) compensation. Additional information was received from the surgeon who reported the patient was in the third stage of secondary posttraumatic postoperative glaucoma as the result of a penetrating wound. The patient had an initial debridement of this wound over twenty five years ago and was being treated for his glaucoma with medications. The patient had an intraocular lens (iol) implanted in the year prior to this event. The glaucoma filtration shunt was implanted and six months following the procedure, the patient was treated with medications due to failure of compensation of the iop. An irrigation of the device was carried out eleven months following implantation, but medications were again prescribed one month following the procedure due to failure to compensate the iop. The shunt was then explanted due to failure to compensate the iop. The patient was hospitalized for this procedure. The outcome of the event is unknown.